Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had intermittent loss of image during a case. The 9900 system had to be removed and the procedure was completed with another system. No pt injury was reported.